Event description:
Boston scientific received information that this implantable lead displayed loss of ventricular capture. A lead revision procedure was performed where it was determined that the lead had dislodged. The lead was repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.